Manufacturer narrative:
Investigation under iaca (B)(4) is ongoing. Evaluation results: visual inspection of the lens showed the optic was torn.

Event description:
The surgeon attempted to implant a collamer lens and was torn prior to implantation. The lens was not implanted and there was no patient injury. The facility stated it is unknown if there was a product malfunction.